Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Event description:
It was reported that both leads from another manufacturer were displaying pace impedances that were greater than 2000 ohms. As a result, respiratory rate oversensing was occurring, frequently. It was also noted that there was a drop in r-waves. It was thought that the right atrial (ra) lead may be fractured. Troubleshooting was suggested and the respiratory rate trend was programmed off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that both leads from another manufacturer were displaying pace impedances that were greater than 2000 ohms. As a result, respiratory rate oversensing was occurring, frequently. It was also noted that there was a drop in r-waves. It was thought that the right atrial (ra) lead may be fractured. Troubleshooting was suggested and the respiratory rate trend was programmed off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor, that is related to a high impedance condition. There was no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.